Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va171rv, implanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a massage in (B)(6) 2017 and was worried the lead wires disconnected. It was recommended that the patient contact their doctor to check the leads. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was reported. There was no new information was reported.